Event description:
The customer observed discordant vitros (B) (6) results during a method comparison test on a vitros eciq. Biased results of the direction and magnitude observed, could lead to inappropriate physician action. No pt results were reported, as the vitros (B) (6) assay had not been placed into routine use at the time of the event. There were no allegations of harm. (B) (4).

Manufacturer narrative:
The investigation concluded that four discordant vitros (B) (6) results were obtained during a method comparison between vitros (B) (6) and a competitive method. The root cause has not been determined. The investigation is on-going.